Event description:
It was reported there was intermittent connection. The cable needed to be straight for the rf (radio frequency) head to work. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head failed uplink functional test and there was intermittent telemetry. Rf head cable found out of electrical specification. (B)(4).